Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.

Event description:
As reported: "gamma 4 primary surgery was performed at (B)(6) 2023. The patient fall at (B)(6) 2023 and refracture at the end of the nail was occurred. Revision surgery with gamma3 long nail and u-lag screw was performed at (B)(6) 2023."

Manufacturer narrative:
The reported refracture could not be confirmed since no evidence was provided [e.g. X-ray images]. However, root cause was already given with event description since as per event description ¿the patient fall on (B)(6) 2023 and refracture at the end of the nail was occurred¿. Thus, the reported event is not linked to a deficiency of nail but due to confirmed patient fall, which resulted in a refracture and consequently triggered a revision. This is clear patient related and has to be classified as patient-patient factors issue. With given details no deficiency of the nail in question has been verified. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "gamma 4 primary surgery was performed on (B)(6) 2023. The patient fall on (B)(6) 2023 and refracture at the end of the nail was occurred. Revision surgery with gamma3 long nail and u-lag screw was performed on (B)(6) 2023."